Manufacturer narrative:
Isi has not received the snap fit blade for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the snap fit blade fell inside the patient. The blade was retrieved, however, as this time is unknown what caused the blade to fall inside the patient.

Event description:
It was reported that the during a da vinci-assisted gynecology procedure, the snap fit blade came out of the scalpel and fell inside the patient. The surgeon did retrieve the blade during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the surgeon was performing a hysterectomy procedure at the time of the instrument issue. The snap fit scalpel failed at the beginning of the procedure. The operating room staff also noted a clicking sound during installation. The alignment tool was used and the blade was checked to ensure it was securely fit in the scalpel with no gaps. The blade came out when the surgeon tried moving and using the instrument. The operating room staff performed an x-ray to locate the blade under the liver and had a general surgeon use laparoscopic tools to remove the blade. There were no collisions with any other instruments or devices. The instrument was removed and a monopolar curved scissors instrument was used as the replacement. A tenaculum forceps instrument was also used in the procedure. No recording of the procedure is available. The patient was fine and there was no harm and no complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported complaint of "snap fit paddle blade fell off". Upon visual and microscopic inspection, no damage was found to the snap fit instrument. A brand new paddle blade was successfully installed onto the distal tip of the instrument. No looseness or play observed. The instrument was placed and driven on an in-house test system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The paddle blade remained intact and functioned successful with the instrument as a unit. The blade never fell off the instrument. The instrument was fully functional. No fragments were missing from the snap fit instrument. Also for clarification, the paddle blade is an external accessory that is attached to the snap fit instrument.